Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy/ auto reducing. Further investigation revealed high impedance on lead due to fracture. As a result, surgical intervention was undertaken on (B)(6) 2024 where the lead was replaced to address the issue. Effective therapy restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.